Manufacturer narrative:
Catheter: model# 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: unk. (B)(4).

Event description:
It was reported that the patient was in the hospital and experienced nausea symptoms. The pump was delivering hydromorphone, clonidine and bupivacaine. Additional information has been requested but was not available at the time of this report.